Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 isolated tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. The patient had prior aortic valve surgery. Two triclip xtw clips were implanted. Upon deployment of the third triclip xtw, a single leaflet device attachment (slda) was observed with the third clip. The clip detached from the septal leaflet and remained attached on the posterior leaflet. A fourth triclip xtw was implanted to stabilize the third clip. The final tr grade was 1. Per the physician the slda was due to the restricted septal leaflet and in hindsight only the tip of the leaflet may have been inserted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment per the physician was due to the restricted septal leaflet and in hindsight only the tip of the leaflet may have been inserted. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.